Event description:
The user facility reported that the housing broke at the weld after a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully. There were no adverse consequences, no medical intervention and no surgical delay.

Manufacturer narrative:
Corrected data: d9/h3 other text : device not available.

Event description:
The user facility reported that the housing broke at the weld after a procedure. The broken housing could cause the non-sterile battery to be exposed to the sterile field. The procedure was completed successfully. There were no adverse consequences, no medical intervention and no surgical delay.